Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in an unspecified number of homechoice cassettes. The hp was not connected at the time of the event. This was found during setup. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp reported that they are getting air bubbles every time they start a therapy. The hp stated that all connections were properly tightened. There was no patient injury or medical intervention associated with this event. No additional information was available.